Event description:
Patient's one touch ultra meter was reported to have an issue with the power button. Medical affairs specialist called the patient in 3/2004 and spoke with the visiting nurse, who provided additional information. She stated that the patient was having the power issue "on and off for a few days" and the meter kept powering off during use. Last week, the patient was not feeling well. Patient tried to test on the meter, but the meter kept powering off during use. Patient started feeling worse and patient's son called the paramedics. The paramedics' meter read in the "20s". Patient was given IV glucose and felt better. Patient was not taken to the hospital. The power issue was not resolved with troubleshooting. This case is reported as a meter malfunction since the patient was already "not feeling well" prior to trying to test on the meter. Therefore, the meter did not contribute to any event. A replacement meter was sent to the patient.